Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had comb assembly bent. The event occurred during testing. There was no harm or delay reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on july 18, 2018, it was reported that the unit had the comb assembly bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was january 24, 2013 where it was reported that the device was not working properly and the ball detent, roller, worn bushings, worn side plates, damaged comb, roller gear, ratchet gear, spring pin, shoulder bolts, washers, ball detents, latching pin, and comb springs were replaced. This is not a related issue. Product review of the skin graft mesher on october 10, 2018 revealed that the ratchet end of the roller was galled and damaged at the end. The side plates, hinges, roller gear and handle were all worn. The ratchet was frozen and worn. The slotted section of the ratchet gear was damaged. The cutter gears were worn and some of the blades on the 3:1 cutter were bent. The calibration was out of specifications and did not produce a passing sample graft. The 1.5:1 ratio cutter, serial number (B)(4), and 3:1 ratio cutter, serial number (B)(4) produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. The reported event was non-verifiable since it was noted during the product review that there was no damage to the comb. However, the ratchet end of the roller was galled and damaged. The side plates, hinges, roller gear and handle were all worn. The ratchet was frozen and worn. The slotted section of the ratchet gear was damaged. The cutter gears were worn and some of the blades on the 3:1 cutter were bent. The calibration was out of specifications and did not produce a passing sample graft. The 1.5:1 and 3:1 ratio cutter produced an incomplete mesh and were deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. It was noted during the product review that there was no damage to the comb. However, the ratchet end of the roller was galled and damaged. The side plates, hinges, roller gear and handle were all worn. The ratchet was frozen and worn. The slotted section of the ratchet gear was damaged. The cutter gears were worn and some of the blades on the 3:1 cutter were bent. The calibration was out of specifications and did not produce a passing sample graft. The 1.5:1 and 3:1 ratio cutter produced an incomplete mesh and were deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit had comb assembly bent. The event occurred during testing. There was no harm or delay reported. Initial inspection revealed the comb was not bent, however the device would not produce a sample mesh.